Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient's date of birth was not provided. Patient was a diabetic.

Event description:
Received a copy of the cdrh medwatch report from FDA which states, ¿alaris pump gave "system error" alarm with code 120 4610 during dka fluid and insulin gtt infusion. Piv clamped at notice of alarm. Patient at that time c/o of sudden headache and nausea. Pump and 3 channels changed out . Fluids and insulin restarted on new pump and channels. Glucose checked- result of 94. Previous check just prior to alarm was 114. Drs notified, orders received for tylenol". There was no lasting harm.

Manufacturer narrative:
Additional information provided: the customer¿s concerns that the alaris pump gave "system error" alarm with code 120 4610 was confirmed. Physical inspection noted the battery harness was installed incorrectly with the securing screw observed backed out and cross threaded. Review of the pcu error log recorded 6 malfunctions, error code 120.4610.0 (psp charge level low failure) that occurred between 04mar2019 at 8:59 pm and 22mar2019 at 4:54 am. Analysis of the pcu battery log indicated a ¿charge level low¿ at the time of the malfunctions. Per a review of the battery logs there was no indicationsof a battery conditioning test within the last 5 years. The pcu event log recorded the pcu operating in dc power mode and reaching ¿low battery¿ warning (lb1). The log recorded the user applying ac power to the system. Approximately 40 minutes later the pcu alarmed with a system error code 120.4610. Testing performed confirmed the pcu received an error code 120.4610. The error occurred after the pcu reached ¿low battery¿ state, the pcu was then connected to ac power. The system error occurred approximately 45 minutes after applying ac power. Further testing indicated the source of the failure was not with the pcu charging circuitry. Further testing identified a faulty battery. The root cause of the customer¿s complaint that the alaris pump gave "system error" alarm with code 120 4610 is the result of a faulty battery. The root cause of the faulty battery is believed to be the lack of battery maintenance.

Event description:
Received a copy of the cdrh medwatch report from FDA which states, ¿alaris pump gave "system error" alarm with code 120 4610 during dka fluid and insulin gtt infusion. Piv clamped at notice of alarm. Patient at that time c/o of sudden headache and nausea. Pump and 3 channels changed out . Fluids and insulin restarted on new pump and channels. Glucose checked- result of 94. Previous check just prior to alarm was 114. Drs notified, orders received for tylenol" there was no lasting harm.